Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having copd, breathing issue, chest pain, headache, asthma from the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having exacerbation of copd, difficulty of breathing/shortness of breath, chest pain, stuff coming out his eyes, and migraine headache from the device. The device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.